Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. Date implanted: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted. Device manufacture date : unknown as product serial number was not provided. Device serial number is not available; therefore, no further investigation can be performed. It was indicated that the iol remains implanted in the patient¿s eye therefore, a visual analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported seeing tiny black threads in the eye of some of his eyhance procedures. He was able to remove the threads with phaco with no problem. Doctor is unsure where the threads are coming from and does not have any specific intraocular lens (iol) serial numbers at this time. No further information is available.

Manufacturer narrative:
Date of event: unknown as information was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. Date implanted: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted. Device manufacture date : unknown as product serial number was not provided. Device serial number is not available; therefore, no further investigation can be performed. It was indicated that the iol remains implanted in the patient¿s eye therefore, a visual analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported seeing tiny black threads in the eye of some of his eyhance procedures. He was able to remove the threads with phaco with no problem. Doctor is unsure where the threads are coming from and does not have any specific intraocular lens (iol) serial numbers at this time. No further information is available.